Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right superficial femoral artery was attempted using a starclose se device with a 5f sheath after percutaneous transluminal angioplasty of the anterior tibial artery. Reportedly, the starclose se thumb advancer would not advance; high resistance was felt. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported failure to deploy the thumb advancer was not confirmed as the thumb advancer was successfully deployed during returned device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Reportedly, the procedure was performed in the right superficial femoral artery. It should be noted that the starclose instructions for use states: the starclose se vascular closure system is indicated for the percutaneous delivery of an extravascular clip for closure of femoral artery access sites following catheter-based procedures. Do not use the starclose se vascular closure system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). Investigation concluded that use of the device in the superficial femoral artery did not contribute to the reported failure to deploy the thumb advancer. A conclusive cause could not be determined as the reported resistance deploying the thumb advancer could not be confirmed. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.